Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 9k8-20 that has a similar product distributed in the us, list number 3b22-22. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Event description:
The customer states that one patient sample generated a false positive result with the axsym toxo igg assay. An initial result of 4.5 iu/ml retested at 0.1 iu/ml. A new sample was drawn from this same patient and an axsym toxo igg assay negative result of 0.1 iu/ml was generated. No suspect results were reported from the lab. There is no impact to patient management reported.